Manufacturer narrative:
At this time the product has not been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor message" and was unable to obtain readings. As a result, customer experienced headache, dizziness, and hypoglycemia and was unable to self-treat, requiring third-party administration of oral glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Sensor plug was properly seated and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21), indicating a temporary drop in the source voltage. No issues were observed with the sensor plug upon visual inspection. The sensor was sent for further investigation and de-cased. Performed a visual inspection on the returned sensors pcba (printed circuit board assembly), and corrosion due to liquid ingress was observed. The corrosion caused the board to brown out and malfunction; therefore, this issue is confirmed to brown out reset due to corrosion. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor message" and was unable to obtain readings. As a result, customer experienced headache, dizziness, and hypoglycemia and was unable to self-treat, requiring third-party administration of oral glucose for treatment. There was no report of death or permanent impairment associated with this event.